Event description:
It was reported that the patient was presented with syncope, fall and low flow alarms. The patient also had abnormal midsternal heart tones and concerns to assess the pump function. It appeared that the event log captured low flow events with flows noted as low as 1.4 lpm and the estimated flow mainly hovering around the 2.4 to 2.5 lpm range. The cause of the low flow was possible outflow graft kink at aorta and hydration. There were still intermittent asymptomatic low flow alarms. They performed troubleshooting of abnormal heart tones with heart rate and tones were stable. The plan of care was hydration, glucose control and they also requested low flow system controller.

Manufacturer narrative:
A4 - patient weight not provided by customer no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.